Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited pause episodes and stopped sensing due to complete loss of contact. The patient was in a stable condition. No further information was available.

Event description:
New information states that the patient¿s insertable cardiac monitor relayed a false pause episode due to signal drop out and undersensing. The patient was asymptomatic and will continue to be monitored.